Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged connector) has been confirmed. Upon evaluation the trunk cable connector was damaged. The cause for the damaged connector cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.

Event description:
A territory manager (tm) contacted zoll customer support while assisting a (B)(6) female pt to report that the pt's electrode belt could not connect to the monitor. The pt was provided with a replacement electrode belt.